Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 2 minutes, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.